Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 1. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: event 1. A leak occurred on the venous blood line between the dialyzer and the venous pod, closer to the pod. No injury reported.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One physical sample was sent in from the facility for evaluation. The set was visually evaluated for any non-conformities with no defect observed. Also, the set was functionally evaluated by leak test with no blockage observed. Based on the evaluation results, the reported defect of occlusion was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.